Event description:
The rep reported removal of the bilateral system approx six months ago due to an infection. Specific symptoms and the pt outcome were not provided. Add'l info has been requested from the physician. Refer to MFR report # 3004209178-2008-01145.